Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 63mm in diameter dissecting aortic thoracic aneurysm in zone three and four. The proximal and distal aortic neck was 25 mm in diameter. It was reported that on the 60 month follow up CT scan, a proximal type I endoleak was identified originating from the lesser curvature on the proximal side of the device implantation site. The maximum aneurysm diameter is now 64mm. A secondary intervention was performed and two valiant devices were implanted, resolving the endoleak. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.